Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01426. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent a mesh removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed urinary incontinence and uterovaginal prolapse. The patient underwent the concurrent procedures of a laparoscopic supracervical hysterectomy, sacro-?, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, organ perforation, and other. The patient experienced a leaking bowel which needs surgery. It was reported that the patient underwent implantation of ams elevate apical and posterior system on (B)(6) 2011. The patient underwent the concurrent procedures of vaginal mesh extrusion repair, sling revision/removal, posterior repair with mesh graft, and vaginal enterocele repair during ams elevate apical and posterior system implantation. The patient underwent explants due to sling extrusion through vagina and a bladder lesion. It was further reported that the patient underwent sling replacement, cystometry and cystoscopy on (B)(6) 2011, due to stress urinary incontinence, urinary urgency, and urinary frequency. No additional information was provided. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01426 and 2210968-2013-20047. The same patient is represented in each medwatch.